Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the adverse events of peritonitis, characterized by abdominal pain, which required hospitalization. The pdrn attributed causality to swimming in his outdoor pool several times over the weekend (patient was reportedly told by pdrn he could). The patient reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, abdominal pain and cloudy pd effluent fluid is usually indicative of the onset of infective peritonitis. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient revealed he was diagnosed with peritonitis (by incenter home therapy staff) in early 2021 and was sent via ambulance from the outpatient home clinic to the hospital. The patient attributed causality to swimming in his outdoor pool over the weekend and on monday he was experiencing terrible abdominal pain. The patient stated he was misinformed by clinic staff regarding when it was appropriate to start swimming again. While hospitalized, the patient discussed his concerns with the nephrologist, and he was transitioned to in-center hemodialysis (hd) following discharge. The patient felt pd was not a good fit for him. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has since recovered from the events.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed. Since the lot number is unknown and no information was found in the system from this patient regarding the cassette having been delivered. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient revealed he was diagnosed with peritonitis (by incenter home therapy staff) in early 2021 and was sent via ambulance from the outpatient home clinic to the hospital. The patient attributed causality to swimming in his outdoor pool over the weekend and on monday he was experiencing terrible abdominal pain. The patient stated he was misinformed by clinic staff regarding when it was appropriate to start swimming again. While hospitalized, the patient discussed his concerns with the nephrologist, and he was transitioned to in-center hemodialysis (hd) following discharge. The patient felt pd was not a good fit for him. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has since recovered from the events.